Event description:
It has been reported to philips that there was system boot up issue and an error was prompted. The system was not in clinical use and no harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was system boot up issue and an error was prompted. Upon inspection, the fse determined the windows blue screen error and performed disk check(chkdisk) and found errors. The fse corrected the errors. Also fse found an issue with the ram and hence reseated ram and all connections on the sbc(single board computer). After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.